Event description:
The target lesion was the pelvic artery and the procedure was for avm (arteriovenous malformation). Information about the target vessel and the patient was not provided. The microcatheter 606-2310m was used with the terumo's diagnostic catheter for embolizing the shunt point with nbca. Large friction occurred between the 606-2310m microcatheter and the diagnostic catheter during the procedure. The diagnostic catheter was withdrawn once and another diagnostic catheter was attempted but friction occurred with the 606-2310m again. Then the microcatheter was changed to a competitor's product (gold quest) and it was advanced without any difficulty. The procedure was continued. The orbit coil 637cs0721 was used. When the coil delivery system was inserted in the prowler select lpes (catalog/lot unknown), large friction occurred at approximately 10cm from the y connector. The delivery system was withdrawn slowly and inserted again, but was stuck at the microcatheter hub. The coil was slightly beginning to be detached. The coil was removed successfully and other product was used to continue the procedure. The procedure was completed without any patient injury.

Manufacturer narrative:
This device is one of three products associated with this complaint. Please refer to MFR report # 1058196-2009-00131 & 1058196-2009-00132. The product is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.